Manufacturer narrative:
There is no adverse event associated with this complaint. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The evaluation of the returned cartridge in question has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that he used two to three times his usual amount of insulin for two days beginning on (B)(6) 2010. He denied visible leaks or insulin odor on (B)(6) 2010. The pt reported that he did not change the cartridge and on (B)(6) 2010, he smelled insulin at the cartridge connection to the infusion set tubing. The pt reported that the connection looked opaque in color, he could not feel any insulin, and he did not see any crack. The pt noted that his blood glucose was between 100mg/dl and 300mg/dl without any symptoms of hyperglycemia and that he resolved the blood glucose excursion via pump correction bolus.